Event description:
During a laparoscopic nissen procedure, the device cut but did not staple. There was no patient consequence. The procedure was completed with another device of the same product code.